Event description:
It was reported that cadd legacy pump error code 1140, foggy lens, continuously beeping. No patient injury reported.

Manufacturer narrative:
H10: a product sample was received for evaluation. Visual and functional testing were performed. The physical appearance of the device was found to be intact. The event log identified that error messages had occurred. Upon functional testing an error code 1140 was produced and the lens was foggy therefore the reported problem was duplicated. The root cause was found to be failure of the microprocessor unit board. A device history report review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The downstream sensor, microprocessor unit board and lens were replaced., corrected data: d4: correction: model number: 6400.

Manufacturer narrative:
H6) additional information was received indicating that the event had no patient involvement.